Event description:
It was reported that the balloon ruptured. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, device was able to cross the lesion without any problems, however, rupture has occurred at 8atm during the initial ballooning. Therefore, another wolverine of the same size was used to continue the procedure. Per physician's opinion, there were no problems observed with the second device, and the first one might have hit the calcified area. No patient complications reported.